Manufacturer narrative:
The issue was resolved when the fse cleared the debris that caused the blockage and cleaned the drain lines of the washwell drain. Customer has not called back to report any further issues. (B)(4).

Event description:
Customer called to report that a leak was noted from the sample probe upon initial startup of the immage 800 immunochemistry system. The unspecified liquid was observed on top of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) examined the system. The sample wash station's washwell drain was plugged. The fse unplugged the blockage and cleaned the drain lines. System functionality was then verified by established procedures.